Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5086mri52 implantable pacing lead, implanted: (B)(6) 2012. Product ID: 5086mri45 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that during an attempted implant, the left ventricular (lv) lead dislodged spontaneously after a new device was sutured in place. The lv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.